Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen became unresponsive during meal announcements, number entry, and a subsequent supply change, consistent with a device touchscreen/display malfunction impacting user input. Symptoms included no clinical symptoms. Outcomes included no clinical impact. Investigation included troubleshooting and replacement of the device. Investigation of this device revealed a suspected touchscreen/display failure preventing user interaction, consistent with a hardware interface problem affecting the device¿s user interface component.